Event description:
Intuvie received a report indicating that the free flow clamp would not close due to debris. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that the free flow clamp would not close due to debris. A review of the device's serial number history revealed no similar complaints. The device was returned to right way medical for evaluation. The investigation confirmed the reported failure mode, noting that the bottom pinch clamp was not pinching off the tubing and was stuck in the open position. The probable cause was determined to be a component issue. The pinch clamp assembly was removed, cleaned, and reassembled, after which the device functioned as intended. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).